Event description:
Pt reported the infusion device doesn't work. Pt stated she has had several episodes of hyperglycemia not attributable to her lifestyle of eating habits. Pt reported she doesn't recall the exact date because it has happened many time. Pt stated her blood glucose level didn't return to normal after taking a corrective bolus. No blood glucose range was not provided. Pt reported her diabetologist stated to get the infusion device evaluated. Treatment received was not provided. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.